Manufacturer narrative:
An event regarding revision due to corrosion involving an accolade stem was reported. The event was confirmed. Device evaluation and results: material analysis of returned device was performed and indicated that "adhered debris was observed on the stem and head. Eds showed the stem is consistent with astm f1813 alloy and the debris is consistent with a corrosion process, biological material and material transfer from the hip stem. No material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: it was reported that surgeon performed revision on patient's hip due to metallosis. The event was confirmed on basis of material analysis report. Material analysis of returned device was performed and indicated that adhered debris was observed on the stem and head. Eds showed the stem is consistent with astm f1813 alloy and the debris is consistent with a corrosion process, biological material and material transfer from the hip stem. If the additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that the surgeon performed a revision on a patient's hip due to metallosis. Rep reports that the head and stem were revised and that the cup was maintained.

Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. A supplemental report will be submitted upon completion of the investigation

Event description:
It was reported that the surgeon performed a revision on a patient's hip due to metallosis. Rep reports that the head and stem were revised and that the cup was maintained.